Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) exhibited a low left ventricular (lv) pacing percentage. This was determined to be caused by crosstalk oversensing of atrial activity on the lv channel. Reprogramming of device settings was recommended. No adverse patient effects were reported. This crt-d remains in service.